Event description:
A malfunction was reported on the customer's pump, resulting in a blood glucose level of 560 mg/dl. The customer took corrective action by administering a correction injection via multiple daily injections (mdi) and resolved the issue by resetting the pump with guidance from technical support. The malfunction did not recur after the reset, and the customer was advised to continue using the pump and to contact support if the issue happened again.